Event description:
Procedure type: gastrectomy. According to the reporter: the dlu was used on the case. After the surgeon fired the dlu and cut cross the specimen the pt site of stomach, noticed that there was some bleeding. The surgeon use hand sutured the staple line to stop the bleeding issue. Surgery time was extended by 30mins or more. No pt injury was reported.